Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having issue with the bent cannula on infusion set. Blood glucose was 400 mg/dl at the time of call. Customer stated that he would like to try a different infusion set. Customer declined troubleshooting on high blood glucose. The customer treated with manual injection. Replacement infusion set will be sent.